Event description:
As reported by the edwards field clinical specialist, after a 26mm sapien 3 ultra valve was successfully implanted in mitral position, the delivery system was removed. Transesophageal echo showed some type of foreign body across the septoplasty site. A snare was advanced to grab the foreign body. A portion of the clear portion of the sheath separated. No other damage was observed. The patient was taken off table and brought to their room without further incident. The perceived root cause was that the resistance felt as the valve passed through the sheath caused a portion of the inner clear portion of the sheath to tear off. The delivery system and valve most likely carried up to the site where it was discovered on echo.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated sections d9, h3, and h6- type of investigation, findings, and conclusions. The returned device was visually examined, and the following was observed: sheath shaft was curved. The proximal liner was expanded followed by a liner tear starting at 7" from the distal tip and extending through the remainder of the shaft length. The distal tip opened as designed. There was a stress mark on the sheath shaft near the distal strain relief. The c-marker band was present, indicating that the reported embolism was not tied to the c-marker component. Liner thickness was measured along the liner tear. All measurements were found to be within the specification. The complaints for resistance between system components causing difficulty advancing through sheath, torn sheath liner, and system component separation during use were confirmed based on the evaluation of the returned device/imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints a review of instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, "transesophageal echo showed some type of foreign body across the septoplasty site. A snare was advanced to grab the foreign body. Per image provided, a portion of the liner completely separated from the sheath itself." The perceived root cause stated was that "the resistance felt as the valve passed through the sheath caused a portion of the inner clear portion of the sheath to tear off." Additionally, "moderate/severe" calcification was reported and provided imagery confirmed that a segment of the torn liner was separated. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. It is possible that additional device manipulation to overcome the resistance was applied during the procedure resulting in damage to the sheath liner. During delivery system advancement through a challenging pathway, it is possible that the devices were not coaxially aligned. This can lead to the crimped valve to catch onto the liner and lead to damage. Additional device manipulation applied to overcome the resistance can tear the sheath liner through continued interaction between the crimped valve and sheath liner. In this case, it is likely that the crimped valve continued to interact with the torn liner. The increased push force and continuous interaction between the crimped valve struts and torn liner likely led to the damaged liner material to fully separate from the sheath shaft. As such, available information suggests that patient factors (tortuosity) may have contributed to the reported resistance while patient factors (tortuosity) and/or procedural factors (valve caught on liner, high push force) may have contributed to the reported liner tear and liner separation. However, a definitive root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.